Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft perforation occurred. Upon advancement of a 3mm x 20mm x 143cm coyote es balloon catheter over the unspecified guide wire, it was noticed that the wire "popped out" the side of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with a coyote es product pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood between the balloon folds. The balloon was tightly folded. There were numerous kinks throughout the outer and inner shaft of the device. The distal tip was damaged. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 14 atm for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing. The kinetix guidewire was attempted to be loaded through the tip; however, was unable to be loaded due to the tip damage. The kinetix guidewire was then loaded through the hub and advanced through the lumen. Resistance was encountered at the location of the kinks in the inner shaft and was unable to advance through the distal portion of the shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft perforation occurred. Upon advancement of a 3mm x 20mm x 143cm coyote es balloon catheter over the unspecified guide wire, it was noticed that the wire "popped out" the side of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.